Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 device was evaluated in the field and the issue was confirmed; the devices had a damaged/broken component. The devices were repaired and returned. 1 device was not evaluated as the unit could not be located by the customer for evaluation/repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, where it was reported the brakes or 5th wheel was difficult to engage or could not be engaged. There was no patient involvement.